Event description:
Add'l info rec'd on 05/28/2003: a review of the complaint records indicated co has received a similar complaint for the sechrist air/oxygen mixer involving cross leakage between the air and oxygen supplies that would lead to cross contamination of the source supplies. The mixer utilizes inlet check valves to prevent to prevent backflow between gas sources, thereby reducing the probability of cross contamination. Theoretically, the only possible cause of a failure leading to cross contamination would be a failure in the air inlet check valve allowing oxygen to backflow into the air supply line. The inlet check valve was compromised by contaminated inlet gas preventing its proper function. The inlet check valve was too old and did not function properly. The mixers require a complete overhaul every two years, during which, the inlet check valves are replaced. If the mixer did not receive an overhaul as required, the check valves may become stiff and begin to leak. The mixer received preventive maintenance service by a third party and the inlet check valves were incorrectly installed resulting in leakage. However, even with a failure of the inlet check valve, in order for cross contamination to occur, the differential pressures between the air and oxygen supply supply lines would have to be significant with the gas consumption of the mixer set very low. Should backflow occur during these conditions, the oxygen analyzer, which is required to be present, would indicate an outflow of 100% oxygen and should initiate an alarm. Erratic oxygen delivery in a ventilator. Since there was no info provided in the medwatch report regarding this problem, it is impossible to investigate this complaint. When the mixer is attached to a ventilator, a number of add'l factors would need to be evaluated first before the mixer could be considered at fault. Factors such as incorrect servicing, contaminated or faulty facility gas supply, and failure to follow recommended maintenance intervals were more likely contributing factors to the reported problem. Additionally, it would require a concurrent failure in the facility gas supply regulation system, along with the mixer output being set very low, to allow the possibility of cross contamination with the failure of an inlet check valve.

Event description:
Inlet valve gas leakage test failed in such a manner that oxygen could enter and contaminate the wall air line. Erratic oxygen delivery in 4 ventilators. (Blender was inspected by an independent professional).